Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-may-2019 with the following findings: on investigation, moisture was confirmed in the pump in the battery compartment and on the display leak testing did not confirm moisture ingress into the pump. Unrelated to the original complaint, there was a line through the display due to a failed display flex inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (cloudy). There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.